Manufacturer narrative:
It was reported that left hip revision surgery was performed. The bhr cup, hemi head and sleeve were removed. The stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device batch numbers were provided for investigation, a manufacturing record, complaint history and device labelling / IFU review could not be performed. All of the devices involved would have met manufacturing specifications. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed. With the information provided the clinical root cause of the healing fracture of the anterior column cannot be confirmed and it cannot be concluded it is associated with a mal-performance of the implant. It is unknown if the acetabular implantation in 25 to 30 degrees of anteversion led to accelerated wear and metal debris. The pain, gray joint fluid, lytic debris, corrosion and trunnion discoloration may be findings consistent with metal debris; however, the root cause cannot be confirmed, and it cannot be concluded that the reported reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. A potential root cause is improper loading of the cup due to the increased anteversion. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device batch numbers were provided for investigation, a manufacturing record, complaint history and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. Smith and nephew has not received the device/ adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
*Us legal mdl* it was reported that a revision surgery of the bhr implants of the left hip on (B)(6) 2021 was performed due to chronic severe pain, difficulty walking, and elevated cobalt and chromium levels. Among the intraoperative findings there was lytic debris, extensive and destructive pelvic osteolysis causing a massive amount of pelvic bone loss, all consistent with trunnionosis causing an adverse local tissue reaction, resulting in a failed left hip resurfacing arthroplasty. The patient outcome is unknown.